Event description:
(B)(4). Migraines, extreme weight gain, heavy bleeding, painful cramping, eye twitching, leg pain, back pain, brain fog, extreme bloating, pelvic tenderness, numbing in arms and legs.